Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle anterior mesh. Later the patient experienced incontinence occurring more frequently at night and urinary tract infection. Vesicare, myrbetriq, bladder botox and antibiotics were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.